Manufacturer narrative:
A ge service rep performed an on site investigation. The system was calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system's images failed to display anatomical landmarks. No report of pt injury.